Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26 mm sapien 3 ultra resilia valve in the aortic position. The 26 mm commander delivery system balloon rupture occurred during valve deployment. Balloon was fully expanded with +2 cc and valved deployed successfully. Retrieval of system with no difficulty, no concern for debris left behind. Potential root cause is patient annular calcium.

Manufacturer narrative:
Investigation is underway.